Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right ventricular (rv) lead exhibited noise oversensing that cause pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.